Manufacturer narrative:
Device was received with unresponsive all the buttons due to corroded keypad traces. No stuck button error alarm noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm. Customer¿s blood glucose level was 84 mg/dl. Customer was unable to clear the alarm. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to backup plan. The insulin pump will be returned for analysis.